Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation of the device, a b30 scope communication error was found. The service technician assessed the condition and determined the malfunction was due to a data error of scope ID. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope ID, b30 scope communication error occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.